Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 40 mg/dl. Customer's other blood glucose value: 333 mg/dl, 221 mg/dl. The customer was treated with food for low blood glucose level. The customer also experienced diabetic ketoacidosis twice which they treated with manual injection and drank water. The device is not expected to be returned for analysis.